Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Evaluation of returned device noted no material defects. Visible examination of the exterior surface of the cement mantle showed very little evidence of bone integration.

Event description:
It was reported that patient underwent total elbow arthroplasty in 2004. Subsequently, revision procedure was performed due to loosening in 2006. Following removal of the components, the elbow joint showed metalosis and polyethylene component had slight movement within the ulna.